Event description:
It was reported that during a shoulder arthroscopy procedure, it was observed that the expressew iii sutuer passer w/o hook device had a needle jammed in it along with a expressew iii w/o hook device. During in-house engineering evaluation, it was determined that the device tip was broken. There was no delay in the procedure reported. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4; h4: the device expiration, serial/lot number, complete UDI and date of manufacture are unknown at this time. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the needle was lodged inside of the expressew iii w/o hook and visible on the lower jaw. The tip was broken. The broken fragment of the tip was not returned for evaluation. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device, it is possible that the needle was not inserted in a correct way and therefore caused the needle to get jammed. As per instructions for use, inspect the device prior to use to ensure proper mechanical function. Cleaning and maintenance instructions are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.